Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence and pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Note, the manufacturing date (15-aug-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿once the hernia sac was dissected, a piece of prolene mesh was placed into the retroperitoneal space, tacked it to the pubic tubercle.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix light plug (device #2). Per operative notes, ¿the hernia sac was freed up all the way up to the internal inguinal ring and secured the fascia with sutures. Extra-large perfix light plug (device #2) was then inserted into the internal inguinal ring and secured to fascia with sutures. A patch was secured medially to the pubic tubercle using sutures.¿ (note: there was no mention/visualization of bard flat mesh (device #1)) attorney alleges that the patient had pain, suspected mesh failure and emotional injuries.